Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen [100 mcg/ml] at a dose of 32 mcg/day and morphine [25 mg/ml] at a dose of 8 mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported on 2017-nov-07 that a motor stall was seen at initial interrogation and that the pump status and/or event log report ¿motor stall occurred.¿ it was unknown if the patient recently had an MRI (magnetic resonance imaging). At the time of the report the motor stall was active. The date of the event was (B)(6) 2017. No symptoms were reported. It was noted that the pump elective replacement indicator (eri) was 16 months. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-dec-08. It was reported that the patient did not have an MRI (magnetic resonance imaging) or any other exposure to electromagnetic interference (emi) on 2017 (B)(6) and that the cause of the motor stall was not determined. The pump was replaced the same day/on 2017 (B)(6) and it was noted that a manufacturer's representative was there. The motor stall had not recovered but the ¿stopped pump period may exceed tube set¿ message had not occurred in the event logs as they replaced the device. The patient¿s weight at the time of the event was (B)(6) kg. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep had not received the pump. The rep requested the affected device at the replacement, but was told it should go to pathology. The rep had informed the healthcare professional (hcp) that the pump needed to be returned to the manufacturer for analysis. No further complications were reported.